Manufacturer narrative:
UDI number is unknown. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was shooting out water by the black seal. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluated by manufacturer and event problem and evaluation codes: updated. The device was unpacked, and a visual inspection noted a bent micro switch, cracked tank cover, crack near drain fitting, and faded line cord. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. There is a leak from the plate clip where the disposable and temp check are attached confirming the customer complaint. A root cause is due to bent micro switch and dried out o-rings. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date of 2017and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Event problem patient code: corrected.